Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed "status code 66" and "status code 104". The complainant indicated that there was no pt involvement in the reported malfunction.